Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that both trailing haptics of the lens (from another manufacturer) got stuck in the delivery device during insertion of the lens into the patient's eye. Reportedly, there was an anterior capsular tear during lens removal. The incision was enlarged to remove the lens. A second lens of the same model was successfully implanted. Sutures were not used. Additional information was requested, but it has not been received.

Manufacturer narrative:
Additional information: PMA/510k, device manufacture date. The delivery device was not returned to bausch + lomb; therefore, a product evaluation could not be performed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, the root cause for the reported event could not be conclusively determined. However, the delivery device is not validated for the type of lens used, which might have caused or contributed to the event.